Manufacturer narrative:
Device passed the displacement test. No pump error 23 alarms noted during testing. No pump error 63 alarms noted during testing and were not found in the formatted history file. Pump failed the self test due to no vibration and isolated to the electronic assembly. Device failed multiple times to upload to care link. Unable to upload isolated to the electronic assembly. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with cracked case on the back at the battery tube area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a post-reset ram crc alarm. The customer stated unexpected restart occurred after the battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.